Manufacturer narrative:
Sensor(B)(6) has been returned and investigated. A visual inspection was performed on the sensor applicator and no issues were observed. The applicator had fired correctly. Therefore, the issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported attempting to apply the freestyle libre 2 sensor, however, was unsuccessful and therefore was unable to monitor glucose. The customer experienced a loss of consciousness and was taken to the emergency room where he was diagnosed with hypoglycemia and treated with the infusion. The customer was reportedly hospitalized, however, the length of his stay is unspecified. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported attempting to apply the freestyle libre 2 sensor, however, was unsuccessful and therefore was unable to monitor glucose. The customer experienced a loss of consciousness and was taken to the emergency room where he was diagnosed with hypoglycemia and treated with infusion. The customer was reportedly hospitalized, however, the length of his stay is unspecified. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. Section h4 device mfg date has been updated based on the extended investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported attempting to apply the freestyle libre 2 sensor, however, was unsuccessful and therefore was unable to monitor glucose. The customer experienced a loss of consciousness and was taken to the emergency room where he was diagnosed with hypoglycemia and treated with infusion. The customer was reportedly hospitalized, however, the length of his stay is unspecified. There was no report of death or permanent injury associated with this event.